Manufacturer narrative:
The field service engineer (fse) inspected the device and found a fault located in the breath delivery (bd) power control/distribution assembly. The fse replaced the bd power control/distribution assembly. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator failed the breath delivery (bd) audio test on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation: the breath delivery (bd) power distribution printed circuit board (pcb) and the bd power controller pcb were returned for failure investigation. Both components were visually inspected with no anomalies observed. The bd power distribution pcb was functionally tested with no alarms or errors during the minimum 24 hours of run time. Conclusion: no fault found the bd power controller pcb was attached to the failure investigation test ventilator for analysis. The ventilator powered up but failed the "bd audio test" during the extended self test (est). The fault was isolated to a capacitor, reference designator c4 on the bd power controller pcb. If information is provided in the future, a supplemental report will be issued.